Event description:
The patient's mother reported that the patient's auditory performance with the cochlear implant decreased and that the patient reported intermittency. The patient reportedly had always had poor performance with the cochlear implant system. The results of an integrity test done in 2007, were consistent with normal receiver/stimulator function and an open circuit on one electrode. It was recommended that the patient's sound processor be reprogrammed in a different mode and with the open-circuit electrode deactivated. The patient's implant was returned to cochlear. The paperwork accompanying the device noted that surgeon's decision was to explant the device. The surgery occurred in 2007. The patient was reimplanted during the same surgery.